Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the insulin gauge was inaccurate. Customer¿s blood glucose level was 175 mg/dl. Upon follow up, the customer reported, that the pump is functioning ¿as usual¿ and declined to provide any additional information.